Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The one-step complete electrodes used during the reported event were discarded by the customer before returning them to be evaluated. A retained pair of electrodes from the same lot were evaluated. The customer's report was not replicated or confirmed. The electrode pads were put through extensive testing including the up/down test, resistor reading test, continuity test, 30j self test, and all electrical tests without duplicating the report. A review of the device history record and device master record found no discrepancies. Analysis of reports of this type has not identified an increase in trend.